Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a cable failure. The customer's reported problem of cable failure was observed while in use on a patient. However, no adverse patient impact was reported.